Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. The battery cap was not returned; a test battery cap was able to fit securely to the pump for testing. During investigation, the pump was unable to power up and was completely unresponsive. Further testing was unable to be performed due to no power. The pump¿s cover was removed and moisture corrosion was found on internal components including the power printed circuit board. The complaint of a no power was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.